Manufacturer narrative:
This is a report of a use error where the patient accidentally loosened the patient line connection causing a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked during use. This occurred during initial drain of peritoneal dialysis therapy and the patient was connected at the time of the event. The patient stated that while they were cleaning the patient line with disinfectant they accidentally loosened the patient line connection causing a leak. The technical services representative assisted with ending therapy, and the patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.